Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the pump history showed evidence of suspends. The pump was exercised for 24 hours without self-suspending. The pump was able to be manually suspended and manually resumed successfully during testing. All the keys were responsive to user presses. There were no hypersensitive or stuck keys observed. The suspend feature was found to be functioning properly during testing.